Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
On (B)(6) 2010, a homechoice peritoneal dialysis patient called baxter regarding an unrelated issue and mentioned he developed peritonitis. On (B)(6) 2010, baxter product surveillance contacted the peritoneal dialysis nurse. The nurse confirmed that the patient was traveling in early (B)(6) and had developed peritonitis. The nurse feels that the cause was the patient's technique and has been retrained. His effluent sample was cloudy and he was given vancomycin and fortaz intraperitoneally. The effluent cultured (B)(6) (dates unknown). Patient is currently recovering. The nurse does not feel that any baxter products or solutions caused the problem but is concerned because the patient keeps the solutions in his garage.

Event description:
Info rec'd indicates the head end high/low is drifting down overnight.

Manufacturer narrative:
(B)(4). The root cause was determined to be use error. A batch review was performed for potentially associated lot numbers h10d27045 and h10e26028 with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the third of four complaints associated with this event.